Manufacturer narrative:
The initial reported event of lead fracture, no capture, high impedance, and allegation of patient injury were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead fracture. The lead was replaced. No patient complications have been reported as a result of this event. It was further reported that there was no capture and high impedance on the rv lead. It was also reported that there were high thresholds and a lead dislodgement on the atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient further reported that she had "one of the bad leads" replaced. An attorney letter further alleged that the patient sustained an injury, and that there was "defective manufacturing, defective design, defective warnings, defective materials".